Event description:
During the use of the shunt, one of the balloons ruptured and the other was leaking. Consequently, massive bleeding at the carotid level and major stroke which obliged to transfer the patient to the (B)(6) hospital. The patient was transferred to the (B)(6) of brest ICU. By now, he is back to the clinic but he has been paralysed at the face and part of the body. He will have to be re-educated to be fine again.

Manufacturer narrative:
We have not received the complaint device for evaluation since the user discarded the device. During our follow-up investigation, we were informed that the common carotid balloon (blue) ruptured during the procedure and the saline started to leak from the safety balloon as well. The surgeon has tested the balloon before the procedure and it was found to be operational. According to the user, there was no stenosis or any calcification around the region of the blood vessel where it was inflated. The surgeon did not use any external clamp over the balloon during the procedure. At this time, we remain inconclusive about the root cause of this defect. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot.